Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2015.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the right ventricular (rv) lead. The rv lead was explanted and replaced. It was also reported that during the rv lead revision procedure, it was noted that the patient's left ventricular (lv) lead had insulation damage. The lv lead was also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.